Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2011, pre-dilatation was performed and the promus stent was placed in a totally occluded lesion in the proximal left anterior descending artery, without issue. Several weeks after implantation, follow-up angiography was performed and revealed stent thrombosis. The patient did not experience any symptoms. The thrombosis was treated with another promus stent, and the patient recovered successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of , thrombosis is listed in the japan promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report additional information was received; it was reported that the procedure was to treat an acute myocardial infarction patient. Thrombosis was confirmed on 12/27/2011 via angiography. The thrombosis was treated on (B)(6) 2011, and the procedure was completed successfully. No additional information was provided.